Event description:
Port was not functioning. It was removed from pt and was noted that the catheter was ruptured lengthwise about 2 cm from port. Rupture was approx 5 mm in length. A new port was implanted.